Event description:
Customer reportedly received a result of 60mg/dl on her device while the doctor's device read 190mg/dl at the same time. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.